Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had dementia so they had been in contact with the patient's wife about the issues reported. It was reported the patient had a lexiscan cardiac stress test around or a little over 2 weeks ago and they don¿t believe the patient turned off ins for the test. Caller stated that since then, it sounded like patient had their normal chronic pain but was in pain whether stim was on or off and if stim is increased, it was painful. Rep stated they barely increasing it. Rep stated that it appeared the patient had the test on a wednesday and on thursday/friday, at night, is when the patient stated becoming uncomfortable and patient's wife had to decrease stimulation. Tss tried to understand if discomfort/pain patient is having is truly their normal chronic pain and in the same area or if it is new or different pain and caller reported patient's wife believed it was the same as patient's chronic pain. Caller stated patient's wife will turn stim on and patient will be ok for a little while but then patient will say they "can't stand it" and needs stim decreased. Rep stated patient hasn't felt any shocking. Rep met patient on (B)(6) 2019 where they performed reprogramming and reset all values for adaptive stim. At the appointment, everything was fine and patient was receiving appropriate coverage but patient's wife notified rep over the weekend that patient is continuing to have issues. "(B)(6)" stated that patient's wife will decrease stim (day or night) but patient is uncomfortable all the time. Rep stated impedances were fine. Tss reviewed lexiscan cardiac stress test compatibility and that it would be unlikely that this type of test would result in this type of event afterwards. Tss suggested hcp exam patient for next steps as ins appears to be functioning and symptoms are present regardless of stim being on/off. Tss suggested ins could be left off for extended amount of time and then turned back on to see if it can be determined if pain is new/different or related to chronic pain/disease state based on how stim affects pain and/or additional reprogramming could be done. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was unknown and patient stated it was chronic pain. The rep met with the patient and re-oriented the battery and adjusted as settings. Patient was satisfied at end of appointment. Issue has been resolved.